Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels in the 50s mg/dl. Bg cause was not known. Customer consumed juice to address bg. Further information was not obtained and troubleshooting was unable to take place.